Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new ra lead was implanted. No additional adverse patient effects were reported.